Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest blood glucose of 306 mg/dl that remained out of range for approximately six hours, without pump alarms or noted infusion set issues, and the user initiated a full supply and infusion set change after troubleshooting and education. Symptoms included no reported clinical symptoms. Outcomes included continued monitoring with blood glucose trending down to 279 mg/dl and subsequently returning to and remaining within target range, without the need for outside assistance or medical intervention. Investigation included customer service troubleshooting, review of use conditions, and follow-up assessments. Investigation of this case revealed no confirmed device malfunction or infusion set failure, and the specific cause of the hyperglycemia was not determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.